Manufacturer narrative:
One 7f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn and stretched into two sections; both sections were returned; no puncture damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage remains unknown.

Event description:
During an atrial fibrillation procedure, stenosis was observed with the 1st fast-cath hemostasis introducer insertion at the right femoral vein. Before inserting the 2nd fast-cath hemostasis introducer, it was found that the transseptal needle had inadvertently punctured and fractured the first sheath. The broken sheath was removed with a snare and replaced with a non-abbott sheath to complete the procedure with no adverse consequences to the patient.